Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. Siemens was informed on november 21, 2022, via FDA medwatch report, that the CT scanner aborted during a patient scan on (B)(6), 2022. According to the information available, there were no injuries reported. However, in the worst case, a rescan might be necessary at a later time.

Manufacturer narrative:
Siemens has completed an investigation of the event. A siemens healthineers service engineer went onsite to the customer, checked the logfiles and found a data transmission issue as the root cause for the event. It was resolved by adjusting the data transmission antenna. The system was brought back to regular operation and no general design issue was identified.